Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer had not tested blood glucose levels at the time of the call but the customer stated it was believed they were high. The customer stated a manual injection will be administered. It was also reported that the wake button is intermittently unresponsive. Reportedly, the wake button has to press the button multiple times for the pump to respond. It was indicated that the customer is using a backup pump and manual injections as insulin therapy.